Event description:
The customer reported false positive troponin I (access accutni) results, for seven patients, involving the access 2 immunoassay system. Subsequent analyses of the patients¿ samples, on the same instrument, recovered normal results. The erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Amended results were reported to the physician. The customer indicated the laboratory has a standard protocol to retest troponin I results greater than 0.1 ng/ml. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The customer's biomedical engineers determined hardware issues on the instrument. The biomedical engineers replaced the wash pump manifold, rotor, and stator and resolved the hardware issues. The instrument was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).